Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly and multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. Reportedly, customer declined further troubleshooting.